Manufacturer narrative:
Citation: mohananey d et al. Clinical and echocardiographic outcomes following permanent pacemaker implantation after transcatheter aortic valve replacement: meta-analysis and meta-regression. Circ cardiovasc interv. (B)(6) 2017;10(7). Pii: e005046. Doi: 10.1161/ circinterventions.117.005046. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of post-procedural permanent pacemaker implantation on a broad assessment of short and long term clinical and echocardiographic outcomes after transcatheter aortic valve replacement. All data were collected from a literature search using the pubmed and embase databases and the results were manually screened from articles published between 2010 and 2016. The systemic review identified and selected 23 studies with a study population that included 20,287 patients (mean gender and age data were not reported), an undisclosed number of which were implanted with a medtronic corevalve. No serial numbers were provided. Among all patients, adverse events included: 2,553 permanent pacemaker implantations, complete heart block (permanent/transient), left bundle branch block (in combination with infra-hisian conduction delay), right bundle branch block, atrioventricular block (unresolved/high-grade/first degree/second degree/advanced), trifascicular block, sick sinus syndrome, bradycardia (severe/symptomatic), bradyarrhythmia, atrial fibrillation with inadequate ventricular escape rhythm, sinus node dysfunction, myocardial infarction, stroke and decreased left ventricle ejection fraction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.